Manufacturer narrative:
This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Date of implant is unknown. Approximately six (6) months prior to (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date approximately six (6) months prior to revision surgery, patient underwent a hallux metatarsal phalangeal fusion. On (B)(6) 2016, patient underwent revision surgery due to non-union. During the revision surgery, it was discovered that one (1) 2.4/2.7mm ti variable angle (va) locking plate (lcp) first metatarsophalangeal (mtp) fusion pl/sm/0 deg/left plate, and two (2) screws were broken. It was noted that four (4) screws remained intact. The surgery was successfully completed with no surgical delay. Patient outcome was reported as fine. Concomitant medical products: screw (part# unknown, lot#-unknown, quantity# 4). This report is for two (2) unknown screws. This is report 2 of 2 for (B)(4).